Event description:
It was reported that an inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later, a surgery was performed and, during the inspection, a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported in relation to this event.